Manufacturer narrative:
Following our receipt of the one returned opened/used partial sensor (needle does not return) and performed visual inspection and found sensor flex broken, partial broken sensor found stuck to adhesive tape. Unable to continue with functional testing due to sensor being damaged. In summary, the customer complaint of unexpected sensor alarms could not be confirmed due to sensor being damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs blood glucose difference of more than 30%, the sensor glucose value was 50 mg/dl and the blood glucose value was 132 mg/dl. The customer also received a change sensor alert and calibration not accepted alert. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed for the occurred alerts. Customer is unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. Troubleshooting was performed for the sensor glucose vs blood glucose difference and the customer is reporting a discrepancy between sg and bg which is not within range. Explained sensor may have no longer been responding to glucose changes. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-7040a was requested and customer response was the device will be returned.